Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure (batch no. 906663-inv, 768628-inv) inserted for female sterilisation. The patient's medical history included ovarian cyst, paratubal cyst, cervicitis, endometrial polyp, uterine leiomyoma, pelvic pain, dysmenorrhea, nickel sensitivity, uterine fibroids and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2019, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: 3 coil in left fallopian tube 3 coil in right. Lot numbers reported 906663, and 768628, are not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure (batch no. 906663, 768628) inserted for female sterilisation. The patient's medical history included ovarian cyst, paratubal cyst, cervicitis, endometrial polyp, uterine leiomyoma, pelvic pain, dysmenorrhea, nickel sensitivity, uterine fibroids and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2019, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: 3 coil in left fallopian tube 3 coil in right . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jun-2020: mr received. Event nickel allergy added. Reporter information updated. Patient demographic information updated. Other relevant history updated. Lot number newly added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.